Event description:
The ge oec 9800 fluoroscopy system had several system lock-ups that required a reboot. Also some loss of motorized c-arm movements.

Manufacturer narrative:
A ge oec service representative investigated the issue and removed and replaced the faulty generator interface pcb, mcu, and orbital servo. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.